Event description:
Customer reported a button error on her insulin pump. She stated she was checking her sensor reading on the device when it changed ot the screen for entering carbohydrate and the keypad was scrolling. Customer replaced the battery and the device alarmed failed battery. Customer's blood glucose is 200 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected failed battery test alarm was noted. No scrolling numbers anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).